Event description:
A pt reported experiencing hyperglycemia while using a surestep meter. On the event date, pt has been feeling bad. Pt's blood glucose was 160mg/dl on ss meter versus 595mg/dl on healthcare provider's meter. Pt went to hosp where pt was admitted for hyperglycemia. Pt was discharged from hosp two days later. That same day, pt's blood glucose was 106mg/dl on ss meter versus 358mg/dl on healthcare provider's meter. Pt was prescribed add'l medications for pt's diabetes after the event of hyperglycemia. Pt alleged that pt had hyperglycemia because the ss meter was reading inaccurately low. No further info has been reported.